Manufacturer narrative:
All operating currents are within specification. No unexpected low battery off no power alarms noted. Insulin pump passed self-test, off no power test, and error test. Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump was unable to complete functional test including occlusion test, prime test, and excessive no delivery alarm test due to prime alarm. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, broken reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer had a crack on the battery and reservoir compartment. Customer was asked to return the pump for analysis. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.